Manufacturer narrative:
D10: (B)(6), 02-010-03-0320 - logic cr femoral cem, right, sz 2, (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, (B)(6), 200-02-29 - three peg patella 29mm, a review of complaint history determined that no further action is required as no trends were identified. The reason for the reported adverse event cannot be confirmed from the information provided but may be the result of instability, prosthesis wear and component loosening or due to inclusion of the polyethylene in the packaging recall. A contributing factor to the reported wear on the tibial insert may have been due to the revised tibial insert having been packaged in a non-conforming bag for five years. However, the reported instability, prosthesis wear and component loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported this female patient underwent a right total knee arthroplasty (replacement) surgery and was implanted with an optetrak device, including a size 2, 11 mm optetrak logic tibial inserts made of polyethylene. The plaintiff has had and continues to have pain and swelling in her right knee. The plaintiff¿s treating physician has recommended she undergo a revision surgery as her ¿tka [is] worrisome for premature poly[ethylene] wear¿. The patient underwent a revision procedure approximately 3 years 9 months post the initial procedure. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not availble for return. The hospital is keeping. No further information. This is 1 of 2 reports for this event.